Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 460 units of insulin. The customer reported a blood glucose level of 276 mg/dl, which was addressed with a bolus delivery with the pump. It was confirmed that the customer had manual injections available as alternate insulin therapy.